Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on an unspecified date, the patient awoke with ketones after the pump powered off during the night. Reportedly the patient had changed the battery the night prior to the alleged issue, and the patient awoke to find the pump¿s screen was blank and the pump had powered off. There were no blood glucose (bg) values or other signs or symptoms of hyperglycemia provided. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a power issue with the pump.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 02/03/2015 with the following findings: a review of the last basal delivery was on (B)(6) 2014 at 7:43 am. A review of the black box revealed several power interruptions associated with multiple ¿call service (cs) 128¿ replace battery alarms due to short battery life which was illustrated by drastic voltage drops. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The returned battery cap and cartridge cap were used to complete the investigation. During evaluation, the battery compartment was found to be cracked below the bumper grip. The ¿ez-prime¿ steps were successfully performed on the pump. The pump passed a flow test and was found to be delivering within specification. The pump alarmed a ¿cs128¿ replace battery alarm during the 24 hour duration test. All currents draws were found to be above specification. The pump¿s cover was removed; moisture and corrosion was found to the cgm module. The reported ¿no power¿ complaint was duplicated. The current draws returned to specification after unplugging the cgm module flex from the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.